Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
Report received of an overdelivery. The customer contact reported that the device was programmed to deliver 65ml of mannitol for a duration of 1 hour. After 10 minutes, the device sounded an air in line alarm. At this time, the nurse noted the infusion bag was empty. There were no reported adverse pt effects. Though requested, no additional info was provided.